Event description:
Product complaint recieved from facility reporting a suspected "hypersensitivity reaction". Pt allegedly developed low back pain, after the dialysis treatment was initiated (within two minutes at 200 cc/min blood flow rate). Although the dialyzer had been pre-processed with formaldehyde prior to use, the pt was treated for a hypersensitivity reaction. IV benadryl and decadron were administered and there was a relief of symptoms. Further info has been requested today. 4/2/98 health care professinal re-confirmed that the dialyzer was pre-processed. The pt's dialysis was never interrupted and was completed without further incident (after treatment was given). Also, reportedly this pt had responded similarly to previous first use, pre-processed f8 dialyzers. Dialyzer discarded.

Manufacturer narrative:
Without the sample for evaluation, co is unable to determine if the dialyzer contained any irregularity that would have contributed to the reported patient reaction. Co did confirm that the lot 7m02908 product met all release parameters for ethylene oxide, biological endotoxin, and steriliaztion. With trending of the lot, catalog, and complaint code, there was no indication of any similar complaints. Clinical influences relating to patient reactions can be numerous; including all contributing factors within reprocessing. It was known by the healthcare professionals in the facility that this patient had reacted previously under similar circumstances. Incoming complaints will be monitored for similar issues and responded to appropriately should a trend develop. Customer letter sent. Complaint closed.